Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 indicating that the device restarted while on a patient and then started alarming. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was swapped out for another ventilator without any patient issues. The biomedical engineer (bme) called technical support to report that while the device was on a patient, it turned off on its own and restarted. After the device restarted, an alarm sounded and could not be cleared. The remote service engineer (rse) reviewed the event log and confirmed that the 1101 "ventilator restarted due to anomalies detected during operation" error was logged along with a 3007 (software exception) error code. The rse then went over the service manual with the bme and noted that per the service manual, if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. The rse advised the bme of that information. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.